Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/19/2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced foul smelling discharge, vaginal bleeding, erosion of the mesh on the anterior wall, vaginitis, vulvovaginitis, thrush, bleeding after bowel movement, dysuria and general perineal discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.